Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue regarding a 14cm solero applicator. During a procedure, the probe was set at 140w when the solero displayed the following message: "high reflected power, reposition applicator and retry." The voltage was then decreased to 100w and 80w with the same result; therefore, the wattage was set at 60w and 3 burns were performed at 2 minutes. The doctor then repositioned the probe and burnt a few times at 2 minutes, on 60w. Lastly, the probe was repositioned for a 3rd time and the doctor managed to burn at 140w for 3 minutes. When withdrawing the probe, it was discovered that the ceramic tip had broken off and was left in the patient's body. The treating provider determined to not remove the tip. It was noted that this was a lung ablation and the tumor was a little hard when putting the probe in. There was no report of patient harm or adverse event as a result of this issue. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was one solero probe. As received, the probe ceramic tip was not returned and remains inside the patient. Functional testing could not be performed due to the condition of the device. A visual examination showed the break was near the copper washer at the end of the semi-rigid outer jacket. Looking at the end view there are balls of melted copper visible. It appears a thermal event occurred with temperatures that could partially melt the copper center conductor and stress the ceramic tip to failure. The user's description stated that the tumor was hard. If the tip was damaged it is could be a cause for the hrp error. After receiving an hrp message, multiple lower power ablations were completed successfully. This would indicate the tip and center conductor did not have the thermal event and detach until the last ablation which was at 140w. The customer's reported complaint description is confirmed. Probe sample was returned and distal ceramic tip was fractured and not returned; the cause of such an event is not known. Attempts to recreate the phenomenon in a controlled setting have required excessive device alteration which is not evident in the returned sample. The device operated properly for the initial ablations indicating the in-process testing would have all passed as expected during manufacturing. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).